Event description:
Device/procedure outcome: procedure completed, unable to use device, attempted. Patient outcome: f26: no health consequences or impact. Event description: ecn event description: physicians were manipulating the farawave with the guidewire advanced when it got stuck in the tissue. It was difficult to get the guidewire out but after some manipulation the guidewire and catheter could be removed from the body what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: tried changing configuration several times, back and forth, pulling and pushing the guidewire until it stopped being stuck what is the next course of action?: send a new catheter at 0 cost to the account patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor?: no. Event date: (B)(6) 2026. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. Additional information (pictures) received on the 10th of february 2026. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: physicians were manipulating the farawave with the guidewire advanced when it got stuck in the tissue. It was difficult to get the guidewire out but after some manipulation the guidewire and catheter could be removed from the body what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: tried changing configuration several times, back and forth, pulling and pushing the guidewire until it stopped being stuck what is the next course of action?: send a new catheter at 0 cost to the account patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor?: no event date: 2026-1-15. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: physicians were manipulating the farawave with the guidewire advanced when it got stuck in the tissue. It was difficult to get the guidewire out but after some manipulation the guidewire and catheter could be removed from the body what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: tried changing configuration several times, back and forth, pulling and pushing the guidewire until it stopped being stuck what is the next course of action?: send a new catheter at 0 cost to the account patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor?: no event date: 2026-1-15. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
No device was returned for analysis. Additional information (pictures) received on the 10th of february 2026. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: physicians were manipulating the farawave with the guidewire advanced when it got stuck in the tissue. It was difficult to get the guidewire out but after some manipulation the guidewire and catheter could be removed from the body what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Tried changing configuration several times, back and forth, pulling and pushing the guidewire until it stopped being stuck. What is the next course of action? Send a new catheter at 0 cost to the account. Patient present at time of event? Yes. Patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor? No. Event date: (B)(6) 2026. As reported device codes: 1457: entrapment of device or device component, as reported patient codes: 9398: no clinical signs, symptoms or conditions.